Manufacturer narrative:
Section a6: unknown; information not provided. Section d6b: if explanted, give date: the lens was implanted partially only.   Section e1: telephone number: (B)(6). No zip code available. Device evaluation: product was received and evaluated. Visual inspection under magnification reveal the handpiece was received with the plunger rod partially advanced and overriding the lens which was stuck inside the cartridge; the plunger rod punctured through the cartridge. The cartridge and cartridge tip was bent and damaged; stress marks were observed where the lens was stuck. Viscoelastic residue was not observed to be distributed evenly throughout the cartridge indicating that an inadequate amount of ovd may have been used which could contribute to the complaint issue. The lens module was inspected and no issues or viscoelastic residue was identified. The plunger rod was observed to be bent. Device assembly was inspected and no issues were identified. Plunger rod advancement was inspected and no resistance was felt. The lens was removed from the cartridge, cleaned, and inspected revealing the lens to be torn and damaged. One haptic was observed to be damaged. Manufacturing record review: a review of the device history record (DHR) showed that the device met all specifications prior to being released. No device failure was identified. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a surgeon that there a preloaded monofocal intraocular lenses (iol) had a bent tip. The lens was partially inserted. The issue was first identified during implantation. The patient status was fully recovered. No further information is available.